Event description:
Procedure: cholecystectomy. According to reporter: the customer reports that during the intervention on a female of (B)(6), when the surgeon removed the device he noticed that a piece of the plastic bag was detached and missing from the ring. They found the piece of plastic while doing the peritoneal wash. No other consequences.

Manufacturer narrative:
(B)(4).